Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension, cardiogenic shock, pericardial effusion, and death, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The other mitraclip and steerable guide catheter (sgc) referenced are being filed under separate medwatch MFR numbers. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed because a pericardial effusion occurred during the procedure and the patient expired due to the pericardial effusion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Visualization during the procedure was difficult because the patient did not have a lung on the right side of the thorax, which caused the heart to not be in the normal position. Two clips were deployed without reported issue, reducing mr to grade 2. After removing the steerable guide catheter (sgc) into the right atrium the patient's blood pressure dropped and cardiopulmonary resuscitation (CPR) was initiated. A pericardial effusion was noted, which was successfully treated and drained. It is unknown which device caused the pericardial effusion. There was a reported clinically significant delay in the procedure and the patient was transferred to the care station for monitoring. Later the same day, the patient experienced hypotension and CPR was initiated; however, the patient expired. An autopsy was performed and the cause of death was reportedly cardiogenic shock, due to pericardial effusion. There was no additional information provided.